Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) and box ablation with a qdot micro catheter and the patient experienced cardiac tamponade that required pericardiocentesis. The patient developed cardiac tamponade with oozing blood after the procedure and drainage was performed. The patient was stabilized after drainage. Ablation was performed before the tamponade was identified. No steam pop was observed. No abnormalities noted prior to or during use of the product. Transseptal puncture was performed. According to the physician, "due to cardiac tamponade with oozing blood, it was difficult to identify the specific cause.¿ there were no problems with contact force and impedance value. The physician commented that in the future, rather than applying the ai and power that was being performed on adult males to all, he intends to use a lower setpoint for elderly women and others, such as the one in this case. Additional information was received. Patient has improved. No error messages observed on the biosense webster equipment during the procedure. The correct catheter settings were selected on the generator. Ngen generator automatically controls appropriate irrigation flow according with the temperature.

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31313716l and no internal actions related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).